Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is not under pressure, this would not have popped open and cause a slippage; when unit is properly positioned and put under pressure, unit would not have popped open. This device exceeds its expected life of 7 years. Complaint event unconfirmed. Root cause is unknown. Most probable root causes are outlined in the risk management file: worn degraded device (wear and tear). Incorrectly assembled device. Improperly tested inspected device. Improper technique used during procedure. Inadequately maintained device used for procedure. Off-label use of device during procedure (user error). Device used with incorrect unauthorized devices/accessories for procedure. Improper maintenance.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a1059 mayfield modified skull clamp had popped open on (B)(6) 2019. The surgeon applied the skull clamp, locked and engaged the pressure gauge to 60 pounds (lbs.) To a female patient in supine position. The patient was then rotated to prone position and upon positioning, it popped open at the ratchet mechanism. The surgeon caught the head but there was a small laceration that was closed with one staple. There was a 10-minute surgery delay. Additional information received on (B)(6) 2019 indicated that the event happened during a posterior cervical fusion procedure. The skull clamp that failed was replaced with a different skull clamp. There was no impact to the patient due to delay.